Event description:
The facility representative reported a flogard infusion pump that "does not turn on". It is unknown when this condition occurred in the general patient ward. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has identified the reported condition as a battery issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "does not turn on" was confirmed and reproduced during service evaluation. The quality engineer has assigned the cause to a depleted main battery. Should additional information become available, a follow-up medwatch will be submitted.